Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer had issues with the integrated electrosurgical unit (iesu) generator. Issue was previously reported, and technical support engineer (tse) was able to have customer switch to another energy cable. A new energy cable resolved the first occurrence, but the issue persisted later in the procedure. The customer utilized a covidien generator to continue and complete procedure. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on without errors. The iesu was faulty/insufficient as there were question marks displayed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse stated that the customer swapped the iesu between two vision side carts (vsc). The fse restored the original configuration and replaced the defective iesu to correct the issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned in good condition for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. There were errors identified present in the logs. Furthermore, the unit heat sink had scratches and paint was missing. The unit will be returned to the original equipment manufacturer (OEM) for repair. There was no image or video clip submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed the following possible related system errors: 25913 ¿ integrated electro surgical unit (iesu) error: 4-87 ¿ (port 4 logs also confirmed system sk0736 was used on (B)(6)2022 for a left hemicolectomy procedure. This complaint is considered a reportable malfunction due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.